Manufacturer narrative:
Immucor technical support used verbal communication method on 13feb2019 to gather information. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2019. The instrument had recently had a software upgrade.